Event description:
A prolieve thermodilitation kit was used during a benign prostatic hyperplasia (bph) procedure in 2008. According to the complaint, during the procedure the low water alarm sounded, and it was noted the dilation balloon leaked into the anchor balloon, the water then leaked out of the end of the catheter. Subsequently, the water went into the patient's bladder and he experienced discomfort. The procedure was completed with another prolieve thermodilitation kit. The patient's condition was reported as "stable."

Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. A product evaluation is pending; results will be provided in a follow-up medwatch report.